Event description:
Through the periodic programming history review, it was observed that high impedance was seen on (B)(6) 2013.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.